Event description:
The facility's biomedical technician reported an infusion pump with failure code 15, found during patient use with no patient injury. The medication being infused was tpn from a 2.5 liter bag at a rate of 357 ml per hour over an 8 hour period. The pump was set in auto ramp mode. The tubing used was psb 6060 with a 1.2 micron filter and 116 inches in length. The tubing product code is 2m9858 lot #f1471t9. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding age of patient. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.